Manufacturer narrative:
The reported complaint that the transducer would not tighten was confirmed. No visual anomalies were observed on the returned samples. The transducers were able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, no leaks were observed. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the end of the female luers of the manifold failed the iso slip luer gauge inspection. The out-of-spec female luers would lead to the transducers not being able to be tightened. The probable cause of the transducers not being able to be tightened occurred due to an error during molding at the manufacturer. A device history review (DHR) and relevant commodities were reviewed, and no discrepancy was identified. D9 - date returned to mfg: 5/21/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a cath lab w/5 port "off" manifold (600 psi), 72" admin set, and 4 ft transpac® IV disconnected during patient use. The report stated that the transducer was loose and won't tighten. The set was leaking and connections were not secured. In addition, when setting up 5 port manifolds they use heparinized saline to flush them and zero them before the case. The transducers were not connected to other devices when the issue happened. They are unable to send pictures that will define the problem. There was no patient harm reported.